Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that two sets had a n185 alarm, tried it with 2 pumps and had the same issue. The event occurred during infusion of unknown chemo drug. There was no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was a n185 alarm involving a plum a+ mating device. There was no unprotected chemo exposure to the patient and healthcare provider.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.